Manufacturer narrative:
Batch review performed on 24 june 2026 gmk-sphere 02.12.0210fr gmk-sphere tibial insert - flex s2r - 10 mm (k121416) lot: 2526152: (B)(4) items manufactured and released on 20-nov-2025. Expiration date: 2030-nov-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.2802r fixed tibial tray size 2 r - tinbn coating (k202684) lot: 2522474: (B)(4) items manufactured and released on 21-jan-2026. Expiration date: 2031-jan-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Root cause: we are waiting for the pieces.

Event description:
Failure of coupling between tibial insert and tibial tray, back-up of the same size used. The total surgery time was 2 hours, and the delay time was 20 minutes. The coupling was performed inside the patient, and the femoral component had already been implanted.